Event description:
The physician observed under fluoro that the length of the smart control stent was longer than indicated on the label. The stent was documented as 4cm; however, the stent was longer than 4.5cm. The stent was not deployed. The physician noticed the anomaly while adjusting the stent to the lesion. The anomaly was measured using a pb-ruler. There were no other noted problems. There were no adverse consequences to the pt. The product will be returned for analysis.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.